Event description:
During service by the baxter service facility, the pump powered on with a failure code 808:02. Information was requested but details were not available regarding patient status, medical interventi0n, patient injury, medication involved, tubing product code, infusion rate or set up of the infusi0n device. Additional contact information was requested but no additional contact was provdied.